Event description:
User reported while using this device was attempting to safely engage the device while the needle was in the pt. It allegedly did not pull easily back all the way. The clinician went to pull on the device again she received a needle stick. No treatment needed.